Event description:
A hair was noted by the scrub to be wedged in the plunger of the control syringe in the cmc laparotomy pack before incision. Complete set up disposed of and opened with new items- pack and trays.